Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient lost efficacy. The physician measured impedance and found them high, however, the exact values were unknown. The leads were connected to an activa rc and pocket and pocket adaptor (because the activa replaced an expired kinetra for normal battery end of life). The physician explanted the leads and substituted them. He also substituted implanting new (B)(4) extensions in order to avoid use of a pocket adaptor. The new leads restored the patient's dbs efficacy. No further information was available at this time.